Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2016-10092 to provide additional information based on the evaluation of the device. The device manufacturer date was identified and filled in. The subject device was returned to olympus medical systems corp (omsc) for evaluation. As a result of the evaluation on january 11, 2017, omsc confirmed that the probe was broken at 12 mm from the distal end. There was a scratch on the probe. The shape of the fracture surface showed that the crack developed with the scratch as the starting point. A scratch occurred on the non-insulated part of the grasping section. The manufacturing history of the subject device was reviewed, with no irregularities noted. This type of probe damage is most likely related to the operator's technique. Based on the past similar cases, it was known that a scratch occured on the probe since the user output the device in seal & cut mode contacting with something hard, and the probe of the device was cracked and the crack developed with the scratch as the starting point when the user output in seal & cut mode or grasped with the tissue, and then the probe was broken when the user output in seal & cut mode or grasped with the tissue. The following details are found in the instruction manual as warning: the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, other instruments, or forceps, and others. Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/split/protruding/partial separating of the tissue pad. In turn, the probe tip may break before displaying an error window or generating an alarm tone.

Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
Olympus was informed that during a thyroidectomy, the jaw broke down inside the patient after 15 minutes of operation. The broken jaw was retrieved. The procedure was completed with a similar device. There was no patient injury reported.